Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
The pharmacist of the facility reported to baxter (B)(4) of an all-in-one empty container with connector in which pharmacist found unknown particles. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.